Manufacturer narrative:
(B)(4). Additional information: manufacture date: 11/19/2014-11/24/2014. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a dry sponge. This was identified by the care giver before use. The reporter stated that there was no damage to the device's packaging. The device was stored at room temperature before this observation. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report 12 of 53.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.